Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000177639.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of one lead and a fractured anchor. As a result, surgical intervention may be undertaken in the future. It is unknown which lead or anchor is responsible.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue [related manufacturer reference number: 3006705815-2026-03172 and 1627487-2026-07955].